Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and ketones caused by a stomach virus. Customer was treated with insulin and fluid drip. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.